Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (08may1996), miscarriage, abortion, bipolar disorder in 2009, depression in 2009, back injury in 2012, acid reflux (oesophageal), arthritis, fracture of spine, cholecystectomy, adenotonsillectomy and knee arthroplasty. Previously administered products included for an unreported indication: oxycontin from 2007 to (B)(6) 2018, nexium from 2007 to (B)(6) 2018 and oxycodone from 2007 to (B)(6) 2018. Concurrent conditions included body mass index normal, incontinence, stress, smoker, uterine prolapse, tobacco use disorder, inflammation, uterine leiomyoma and drug allergy. Family history included colon cancer (grandfather), uterine cancer (grandmother), thyroid disorder (sister) and diabetes (grandparents). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), depression ("psychological or psychiatric problems ¿ condition: depression"), anxiety ("psychological or psychiatric problems- anxiety"), seizure ("seizure "), abdominal pain lower ("mostly right lower quadrant (severe, constant 4x a week)"), menometrorrhagia ("menometrorrhagia") and blood pressure decreased ("during surgery blood pressure dropped"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on 10-dec-2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and menometrorrhagia had resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage, uterine haemorrhage, headache, migraine, nausea, depression, anxiety, seizure, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, seizure, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: product removal date in pfs: 10dec2012 and in mr removal procedure date given as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes no longer patent.; on (B)(6) 2012: total bilateral occlusion on (B)(6) 2014: pathology reports showed the right fallopian tube is 6.3 cm in length and 0.4 to 0.6 cm in diameter. The left fallopian tube is 7.5 cm in length . And 0.3 to 0.6 cm. In diameter. The left tube has an attached, 1.2 x 0.8 x 0.7 cm. Thin walled paratubal cyst. The lumens of both tubes have coiled wires . The uterus and cervix weigh 92 grams and measure 8.6 cm from fundus to cervix 5.7 cm from cornu to cornu and 4 cm from anterior to posterior. The dull purple-pink serosa is smooth and intact . The 3.2 ×3 cm. Cervix has a central 1.1 cm slit like os. The endocervical canal is patent. The uterus is laterally opened and the triangular 4 ×3 cm endometrial cavity has lush hemorrhagic endometrium and no polyps. The cervix and endocervix have mucoid filled nobothian cysts. The endometrium is sectioned and the thickened and ropy myometrium has a 0.7 cm. Posterior intramural fibroid that has a solid white whorled cut surface. No other suspicious features are grossly appreciated . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), migraine, menometrorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 ((B)(6) 1996), miscarriage, abortion, bipolar disorder in 2009, depression in 2009, back injury in 2012, acid reflux (oesophageal), arthritis, fracture of spine, cholecystectomy, adenotonsillectomy and knee arthroplasty. Previously administered products included for an unreported indication: oxycontin from 2007 to (B)(6) 2018, nexium from 2007 to (B)(6) 2018 and oxycodone from 2007 to (B)(6) 2018. Concurrent conditions included body mass index normal, incontinence, stress, smoker, uterine prolapse, tobacco use disorder, inflammation nos, leiomyoma and drug allergy. Family history included colon cancer (grandfather), uterine cancer (grandmother), thyroid disorder (sister) and diabetes (grandparents). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), depression ("psychological or psychiatric problems ¿ condition: depression"), anxiety ("psychological or psychiatric problems- anxiety"), seizure ("seizure "), abdominal pain lower ("mostly right lower quadrant (severe, constant 4x a week)"), menometrorrhagia ("menometrorrhagia") and blood pressure decreased ("during surgery blood pressure dropped"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and menometrorrhagia had resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage, uterine haemorrhage, headache, migraine, nausea, depression, anxiety, seizure, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, seizure, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: product removal date in pfs: 10dec2012 and in mr removal procedure date given as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes no longer patent. On (B)(6) 2014: pathology reports showed the right fallopian tube is 6.3 cm in length and 0.4 to 0.6 cm in diameter. The left fallopian tube is 7.5 cm in length . And 0.3 to 0.6 cm. In diameter. The left tube has an attached, 1.2 x 0.8 x 0.7 cm. Thin walled paratubal cyst. The lumens of both tubes have coiled wires . The uterus and cervix weigh 92 grams and measure 8.6 cm from fundus to cervix 5.7 cm from cornu to cornu and 4 cm from anterior to posterior. The dull purple-pink serosa is smooth and intact . The 3.2 ×3 cm. Cervix has a central 1.1 cm slit like os. The endocervical canal is patent. The uterus is laterally opened and the triangular 4 ×3 cm endometrial cavity has lush hemorrhagic endometrium and no polyps. The cervix and endocervix have mucoid filled nobothian cysts. The endometrium is sectioned and the thickened and ropy myometrium has a 0.7 cm. Posterior intramural fibroid that has a solid white whorled cut surface. No other suspicious features are grossly appreciated . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), migraine, menometrorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, onset date updated, historical drug and conditions, concomitant drugs and conditions, lab data, new events vaginal haemorrhage , menorrhagia, dysmenorrhea, dyspareunia, headache, migraine, nausea, depression, anxiety, seizure, abdominal pain lower, menometrorrhagia,during surgery blood pressure dropped and uterine haemorrhage(from mr) added. Outcome for the events pelvic pain, dysmenorrhea, menometrorrhagia added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.